Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had poor vision. There were no reports of patient harm.

Event description:
Additional information was received from the customer: the event was identified during reprocessing for a cholecystectomy laparoscopy procedure, and it was completed using the same equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h3, h4, h6, h11. The device was returned to the regional investigation center for inspection and the reported failure was partially confirmed. Based on the results of the investigation, since the customer¿s allegation of ¿poor vision¿ was not reproduced, a root cause could not be identified, and for the other customer¿s allegation of the outer tube is deformed (tube crushing proximal par) and therefore the parts are not reassembled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.